Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site infection. It was reported that the patient was prescribed unspecified antibiotic medication for infection. The patient completed the dose of antibiotic and the stoma has healed.